Event description:
It was reported that the spike connector cover was disconnected from the spike of a transfer set during peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A visual inspection, functional testing and dimensional analysis was performed with no issues noted. The device passed underwater leak testing. The reported condition was unable to be verified. Should additional relevant information become available, a supplemental report will be submitted.